Manufacturer narrative:
The below report was received by health authority ansm (reference number: r2326922) on 24-nov-2023. The most recent information was received on 13-dec-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic disabling pain") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of cholecystectomy, parity 2 and gravida ii. Previously administered products included: minidril. On (B)(6) 2014, the patient had essure inserted. In 2016 she experienced musculoskeletal pain ("musculotendinous pain throughout the body"), migraine ("migraines"), headache ("chronic headaches"), balance disorder ("balance disorders"), amnesia ("memory loss"), fatigue ("chronic fatigue"), burnout syndrome ("burnout"), depression ("depression") and visual impairment ("visual disorders"). An unknown time later she experienced pelvic pain (seriousness criterion medically important), fibromyalgia ("fibromyalgia") and mobility decreased ("impaired mobility"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to musculoskeletal pain, migraine, headache, balance disorder, amnesia, fatigue, burnout syndrome, depression, visual impairment, fibromyalgia, mobility decreased or pelvic pain. The reporter commented: I wanted to share with you the "fighter" journey I've been living for almost 10 years. Despite several reports to multiple doctors of all specialties, and despite recommendations since 2017, I have never been offered the removal of the devices. There are a lot of consequences as a result of the side effects I attach to this request all the examinations concluding to fibromyalgia with a prescription for anti-depressants or antiepileptics my gynecologist has just suggested a removal.". Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. [Hysteroscopy] on (B)(6) 2014: vaginoscopy first. A1see introduction of the hysteroscope. Endometrial cavity without any particular abnormality. Placement of a stent on the right and left side without any particular problem. 5 spires on the right. 4 spires on the left. Follow-up abdomen without preparation in 3 months; (date unknown): exam conditions: perfect cavity: good, regular without any formation. Essure not seen at the level of the ostia ostia: nothing to report mucosa: normal follicular regular cervix: nothing to report conclusion: normal hysteroscopy [magnetic resonance imaging] on (B)(6) 2017: technique: t1 and stir sequences in the axial and coronal plane results: absence of signal abnormality of the sacra-iliac articular margins. The joint surfaces appear regular, with no bone erosion, narrowing or diastasis. Absence of intra-articular effusion. Absence of signal abnormality of the soft tissues. In conclusion: MRI of the sacra-iliac joints without any abnormality and in particular no argument in favour of inflammatory rheumatism [physical examination] on (B)(6)2014: abdomen without preparation: stents in place [ultrasound scan] on (B)(6) 2016: profile, open mouth, 3/4, dynamic pain in the shoulder blades. Minimal static disturbance in the frontal plane. Subluxation of vertebral bodies in c3 and c4. Straightening of the lordosis. Vertebral bodies of preserved height. Absence of spinal lithiasis. Respect for the atloido-axoid joint space. The dynamic assessment shows a decrease in disc clearance, especially in hyperflexion. Uncarthrotic reaction, pinching of the uncovertebral clefts into c5-c6. Staged osteophytic production. Global but incomplete disc space narrowing c5-c6, no widening of intervertebral space characterized during hyperflexion. Respect for the posterior joints. Respect for the size of the conjugation holes on the left, minimal reduction of the gauge of the 6th and 7th conjugation holes on the right. High-definition imaging direct digital dynamic flat panel sensor of the dorsal spine front, profile scoliosis accentuation of kyphosis. Vertebral bodies of preserved height. Bone structure in the process of demineralization. Staged osteophytic production. Minimal staggered disc narrowing at the level of the kyphosis concavity. Post-interventional metal clips following cholecystectomy. Conclusion: cervical and dorsal spinal static disorder.cervicarthrosis, disc disease c5-c6. Back arthrosis, subtle signs of disc disease. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 24-nov-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic disabling pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cholecystectomy, parity 2 and gravida ii. Previously administered products included: minidril. On (B)(6) 2014, the patient had essure inserted. In 2016 she experienced musculoskeletal pain ("musculotendinous pain throughout the body"), migraine ("migraines"), headache ("chronic headaches"), balance disorder ("balance disorders"), amnesia ("memory loss"), fatigue ("chronic fatigue"), burnout syndrome ("burnout"), depression ("depression") and visual impairment ("visual disorders"). An unknown time later she experienced pelvic pain (seriousness criterion medically important), fibromyalgia ("fibromyalgia") and mobility decreased ("impaired mobility"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to musculoskeletal pain, migraine, headache, balance disorder, amnesia, fatigue, burnout syndrome, depression, visual impairment, fibromyalgia, mobility decreased or pelvic pain. The reporter commented: I wanted to share with you the "fighter" journey I've been living for almost 10 years. Despite several reports to multiple doctors of all specialties, and despite recommendations since 2017, I have never been offered the removal of the devices. There are a lot of consequences as a result of the side effects I attach to this request all the examinations concluding to fibromyalgia with a prescription for anti-depressants or antiepileptics my gynecologist has just suggested a removal.". Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. [Hysteroscopy] on (B)(6) 2014: vaginoscopy first. A1see introduction of the hysteroscope. Endometrial cavity without any particular abnormality. Placement of a stent on the right and left side without any particular problem. 5 spires on the right. 4 spires on the left. Follow-up abdomen without preparation in 3 months; (date unknown): exam conditions: perfect cavity: good, regular without any formation. Essure not seen at the level of the ostia ostia: nothing to report. Mucosa: normal follicular regular. Cervix: nothing to report. Conclusion: normal hysteroscopy. [Magnetic resonance imaging] on (B)(6) 2017: technique: t1 and stir sequences in the axial and coronal plane. Results: absence of signal abnormality of the sacra-iliac articular margins. The joint surfaces appear regular, with no bone erosion, narrowing or diastasis. Absence of intra-articular effusion. Absence of signal abnormality of the soft tissues. In conclusion: MRI of the sacra-iliac joints without any abnormality and in particular no argument in favour of inflammatory rheumatism [physical examination] on (B)(6) 2014: abdomen without preparation: stents in place. [Ultrasound scan] on (B)(6) 2016: profile, open mouth, 3/4, dynamic. Pain in the shoulder blades. Minimal static disturbance in the frontal plane. Subluxation of vertebral bodies in c3 and c4. Straightening of the lordosis. Vertebral bodies of preserved height. Absence of spinal lithiasis. Respect for the atloido-axoid joint space. The dynamic assessment shows a decrease in disc clearance, especially in hyperflexion. Uncarthrotic reaction, pinching of the uncovertebral clefts into c5-c6. Staged osteophytic production. Global but incomplete disc space narrowing c5-c6, no widening of intervertebral space characterized during. Hyperflexion. Respect for the posterior joints. Respect for the size of the conjugation holes on the left, minimal reduction of the gauge of the 6th and 7th conjugation holes on the right. High-definition imaging direct digital dynamic flat panel sensor of the dorsal spine front, profile scoliosis accentuation of kyphosis. Vertebral bodies of preserved height. Bone structure in the process of demineralization. Staged osteophytic production. Minimal staggered disc narrowing at the level of the kyphosis concavity. Post-interventional metal clips following cholecystectomy. Conclusion: cervical and dorsal spinal static disorder.cervicarthrosis, disc disease c5-c6. Back arthrosis, subtle signs of disc disease. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.